Event description:
It was reported by the customer that there is long black hair inside of a PICC kit. Additional information received on (B)(6) 2023: it was reported by the customer ¿the kit contamination was discovered prior to use with a patient and did not involve an urgent/life-threatening medical situation, patient harm, complications, delay in treatment, or negative outcome. A different kit was used for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair in the sealed package is confirmed and was determined to be manufacturing related. The product returned for evaluation was a 5fr dual lumen powerpicc solo kit. The sample was received in its original sealed packaging. The seal was intact and unremarkable. A hair-like strand was visible within the packaging. The sealed state of the device packaging indicated that the hair-like strand had been deposited on the device prior to packaging sealing, during device manufacture. The manufacturing site has been notified of this event for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that there is long black hair inside of a PICC kit. Additional information received on 23 aug: it was reported by the customer ¿the kit contamination was discovered prior to use with a patient and did not involve an urgent/life-threatening medical situation, patient harm, complications, delay in treatment, or negative outcome. A different kit was used for the patient.